Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced which resolved the issue. The patient reported she was having to recharge the ipg on a daily basis.

Manufacturer narrative:
Recall: 1627487-12192011-003-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg is unable to communicate with the charging system and has been inoperable for months. Surgical intervention may be pending to address this issue.